Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate mode switching during a follow-up. The patient's atrial rhythm would intermittently speed up, then return to a normal sinus rhythm. After some reprogramming, the device would temporarily come out of auto mode switch, but after a few seconds, revert back. A possible atrial lead fracture may have caused electrical noise that was sensed by the device.